Event description:
New information indicated the lead continued to exhibit low impedance and noise. The patient would be monitored.

Event description:
It was reported that the patient presented in clinic for an unrelated procedure. During procedure, the atrial lead exhibited low impedance. The lead was reprogrammed. No patient symptoms were reported. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.